Event description:
The account alleged that the bed had no head up function. No patient impact.

Manufacturer narrative:
The technician found the head up valve was stuck. The technician replaced the head up valve to resolve the issue.